Manufacturer narrative:
Correction: h6 codes.

Event description:
It was reported that a patient presented in clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to be in back-up vvi (bvvi) mode. High voltage therapy was found to be disabled during the bvvi mode. The cause of the bvvi mode is unknown. Corrective programming changes were made to successfully restore the device. The patient was stable throughout and no symptoms were reported due to the malfunction.